Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported event. The air fluid pcb and power cable were replaced for diagnostic purposes. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message code displayed." (Device displays error message). A biomedical engineer reported a system message was received. The system was rebooted and the case was completed. Additional info was requested. Additional info was received. The biomedical engineer reported the system was rebooted prior to the pt being prepped for the case. The cases were completed without injury or delay.